Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead underwent surgical revision to reposition the lead due to high pacing thresholds, and loss of capture (loc) with greater than two seconds of asystole. This lead remains in service, and no additional adverse patient effects were reported.